Event description:
It was reported that the customer experienced a blood glucose (bg) level of 528-529 mg/dl, with ketones. Customer gave a bolus via the pump and manual injection to address bg level and went to the emergency room. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. At the time of the report with tandem technical support, the customer was still admitted to the hospital with no known damage. Reportedly, the customer alleged the pump software did not accurately adjust the amount of insulin delivered resulting in the high bg. Tandem technical support (cts) performed a system check and performed a review of the pump data to determine a possible cause. Cts determined that the pump functioned as intended and the cause of the high bg was unknown. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, the customer did not respond. No additional patient or event information was available.